Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated, as was reported from the field. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated, and no magnet tones were audible. It was noted the patients heart rate was around 50 beats per minute (bpm) and the lower rate limit (lrl) was set to 70 bpm. Premature battery depletion (pbd) was suspected. Subsequently, the company representative was able to successfully interrogate the device the next day, which indicated the pacemaker experienced a reset and went to safety mode. A revision procedure was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.